Event description:
Upon inspection by the distributor, the edges of the corners of a 3/8 tapered retractor assembly were found to be too sharp. The chamfering seems to not be enough. There was no patient contact or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.